Manufacturer narrative:
D9 - date returned to mfg: 3/18/2026. H3 and h6 codes - updated. One used device was returned for investigation. During the visual inspection, the cannula tip was observed to be missing. A tubing/buckle set was also returned with its luer missing. No other damages or anomalies were observed. Three (3) customer images were returned showing an infusion site with adhesive pad present and a tubing/buckle set with a missing luer. The complaint of separation (tubing) can be confirmed. The probable cause is due to unintentional pulling forces on the tubing. The complaint of damage/broken (cannula) can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cannula broke inside the body. The cannula was unable to be seen under the skin, and the cannula was not visible externally either. The person with diabetes denied signs of infection but noted slight redness at the site, which is typical after removing an infusion site. The pwd was due to change both the cassette (non-ICU med product) and infusion site that day. The cps advised marking the area on the side and monitoring for redness, swelling, discharge, or other signs of infection, and to contact the hcp if any changes occur for further guidance on removal of the cannula. Cps confirmed that emergency services were not needed for the reported glucose of 329 mg/dl. The pwd stated having supplies available to switch back to the twiist when feeling comfortable using the cleo again. It was further reported that day that the cannula had broken inside the body when the tubing disconnected overnight. Pwd stated the tubing snapped in half at the luer lock, contributing to a rise in blood glucose to 329 mg/dl, and switched back to the old pump at the time of the event to bring glucose down. Pss transferred pwd to cps for further guidance regarding the retained cannula and processed a return for the infusion set. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. The patient is a non-hispanic/latino female, 32 years old, and weighs 130 lbs. Sample photos were provided.